Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00037.

Event description:
It was reported that the initial left total knee arthroplasty with competitor implants and palacos bone cement. Approximately 1.5 years post implantation, the patient was revised due to pain and loosening. All components were revised with zb implants without complication. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: knee aspirated, showing clear synovial fluid, femur was grossly loose, moderate posterior bone loss. A definitive root cause cannot be determined. Per palacos: as the tibial component was well fixed and only the femoral component was loose, it is assumed that the bone cement did not contribute to the event. Further contributing factors might be class 1 obesity (bmi 32.87) and arthritis. No device deficiencies were identified during revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.